Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, patient experienced a rash under sensor adhesion patch. Patient sought medical intervention from a doctor on (B)(6) 2014 and was prescribed a steroid to assist with rash healing. No further medical intervention was necessary. No further medical intervention was necessary.